Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during testing and prior to use, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: customer's reported complaint was confirmed during evaluation. It was observed that the shaft was not in the right position which triggers the ua45 (not at "home" position after power-on/restart). The shaft was rotated to the home position and it cleared the error message. No faults were observed in the archive file. The platform passed functional and final tests.